Event description:
Decedent was admitted to hosp for symptoms of chf with marked peripheral edema. Decedent had a cardiac catheterization. After the catheterization they became anuric. Pt was placed on comfort care on pay before death and began receiving morphine. Pt was placed on 1 mg of morphine drip per hr as well as p.r.n. Dose of morphine 1-2 mg every 2 hrs as needed. Between 9:00pm and 10:00pm decedent received 50 mg of morphine. A nurse noticed and took baxter flo-gard infusion pump 6301 out of svc because of possible malfunction. Decedent died the next day at 1:29 am.